Event description:
Pt implanted in the upper and lower vermilion borders 6/20/98. Onset of extrusion and infection 7/25/98 in perioral. On 7/27/98 site incised, drained and revised. Pt treated with levaquin and warm compresses 7/27/98. Implant explanted 8/4/98.